Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the rubber stopper got detached and was suck back to the off position. This was blocking the suction. The event occurred in the hospital during patient use. No patient harm/adverse event reported. One opened device have been returned for investigation.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. On visual inspection there were no damage, cuts, or discrepancies affecting its performance. The sample was placed in the valve leak tester to check the assembly for leaks. No leaks were detected. The valve was activated with the thumb-valve body at different times to ensure that all components were present and activated correctly. Devices activated correctly without any difficulty. The failure mode was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.